Manufacturer narrative:
The device is not expected to be returned for eval. The mfg facility previously initiated a corrective and preventative action associated with mfg confirmed failures isolated to the main pcb. No further conclusion can be drawn by the mfg site since the device is not expected to be returned for analysis. Info has been added to the database for trending purposes.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.